Event description:
It was reported that this patient had the catheter placed in facility on (B)(6). Prior to insertion, the head nurse of the caring clinic pre-flushed the catheter and found liquid leaking from the distal end. However, the head nurse chose to trim the catheter by 1 cm and inserted it in this patient. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refw2825 showed two other similar product complaint(s) from this batch number. Device not returned for evaluation.